Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
February 12, 2019 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that, since implant, the patient's nerves were "misfiring" with the ins. The patient said that they placed the ins in their left flank below their ribs. The patient stated that the ins actually ended up rounding their rib bones off, so it was difficult to bend. The patient said that even though the ins isn't there anymore, the scar tissue from ins pocket still makes it hard to bend to the left. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was placed below the ribs at the doctor's preference. The patient reported that the ins was left in until the life of the battery ended. The patient noted that bending is still difficult for the patient. No further complications are anticipated.